Event description:
The patient's age was unknown, but was a male. The target lesion was proximal lad. The lesion was a de novo, moderately calcified and moderately tortuous. There was 75% stenosis. Radial approach was chosen. Pre-dilation was conducted with fire star (2.25/15mm). Then, cypher (3.5/23mm: complaint product) was delivered to the target lesion with slight friction and implanted at the target in the proximal lad. When post-dilation with the sds of the cypher was being conducted, the balloon ruptured at 16atm. The pressure of the inflation device decreased, and the physician confirmed the balloon of the cypher was ruptured. Therefore, the sds was retrieved from the patient and post-dilation was conducted with a new bc (competitive product). The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. Physician's comment: the possible cause of the rupture was the calcified vessel.

Manufacturer narrative:
(B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.